Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported the customer experienced a blood glucose (bg) level of below 40 mg/dl. Customer addressed low bg by consuming carbohydrates the customer continued to use the pump for insulin therapy.